Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a console error (p4) occurred. The grounding pad was replaced, but the same error recurred. The generator power settings were then lowered and the procedure was able to be completed without further issue. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported as being okay.

Manufacturer narrative:
(B)(4):the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)